Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service (through the event history). This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced two occurrences of battery depleted set alarm, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated infusion pump with a user interface module master software version of 5.04.00. No additional information is available.